Event description:
It was reported that atrial lead was dislodged. Due to that patient's chronic atrial fibrillation the physician decided to remove the lead and not replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, and there was apparent explant damage.